Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, it is revealed improper voltage in one power phase caused the earth leakage relay (elr) to trip. To resolve the problem, fse coordinated with the ups engineer to inspect and adjust the ups settings and restored the power supply. After adjustments of ups settings, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.